Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the results of the investigation, a definitive root cause for the reportable event could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source exhibited dark image. The issue occurred during inspection for use. There were no reports of patient involvement.